Manufacturer narrative:
Device evaluation: one level one device was received in poor condition for investigation with a damaged enclosure, front cover, tank cover, and faded line cord. The device reservoir was filled upon power up to perform functional testing on the device. During testing, it was determined that water from the reservoir leaked from a cracked tank cover. Based on the evaluation, the complaint was confirmed. The problem source of the leaking was noted to be from normal wear and tear.

Event description:
Information was received that a smiths medical level 1 hotline low flow systems - hl-90 was noted to be leaking. No further information reported.